Event description:
Health professional reported a lap-band port leak. No additional info was provided with returned device. Follow-up is in progress.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."